Event description:
The customer states that a patient's peak axsym plus vancomycin assay result of less than 3.0 ug/ml was questioned by the pharmacy staff. This patient, diagnosed with pneumonia, had a previous peak value of 16.3 ug/ml and a trough value of 14.3 ug/ml. The customer retested the suspect sample and generated results of 52.1 and 51.0 ug/ml. The customer also retested the sample from the previous peak draw and generated a result of 16.0 ug/ml. Controls have been within specifications and no instrument issues have been observed. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
After the customer made the initial call, they performed a precision run and stated that the precision data looked fine, but were not able to provide the data. The customer also stated that there have been no further issues with the axsym vancomycin ii assay. For the investigation, no sample material was made available for return; however, further existing data is sufficient for analysis. No non statistical trends were identified for any product deficiency for this product through a review of customer complaints during the timeframe 2008 through 2009. Analysis of this data indicates that the product is performing as intended, and is meeting its safety, effectiveness, and label claims. No additional issues were identified during this investigation, and no additional investigation is required. The customer's issue is addressed in the axsym vancomycin ii package insert, specifically the sample collection and preparation for analysis section as it contains information useful for optimizing the performance of the assay. Additionally, the specific performance characteristics section of the package insert contains information on materials known to interfere with the results generated by the axsym vancomycin ii reagents. The alleged deficiency does not appear to be caused by a shift in product performance that would warrant additional product information distribution. Consequently, neither a corrective/preventive action nor additional investigation is warranted at this time. This is a final report.